Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced "significant hypoglycemia," however, exact blood glucose value was not provided. Customer was using fiasp insulin. Customer did not respond to multiple contact attempts from tandem technical support to obtain additional information.